Event description:
In 2009, the lay-user/ pt contacted lifescan alleging that a one touch ultra meter had read inaccurately high. The pt was unable to provide a date/ time as to when the alleged meter issue began. The pt reported blood glucose results of "206 mg/dl" with a lifescan meter and "147 mg/dl" on another meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valve of <= 30% and/or <= 30 mg/dl. The pt claimed that he took too much novolog 70/30 insulin based on his meter reading. An unknown time after the alleged meter issue began, the pt claimed that he developed symptoms of sweating. It is not clear as to what actions the pt took in response to developing the symptoms. The pt was using a correct technique for testing with the reported meter. However, the pt's meter was not coded properly. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with severe hypoglycemia after taking insulin based on an inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.